Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of unarousable and vasovagal are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of vaso-vagal response: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. Any other undesirable side effects associated with injection of juvéderm ultra plus¿ injectable gel must be reported to the distributor."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra plus¿ in the cheek. After injection, the patient became "unarousable." The healthcare professional said "I banged [the patient] on chest a few times, and then [the patient] made noise and came back to us, confused but alert again, gave oxygen, rang ambulance. General physician was called to view patient from local medical center and they thought it was vasovagal."